Event description:
Rn reports while placing a PICC line, the scissors, which are included in the kit, were not sharp enough to cut the double lumen PICC. This is the second time this rn has encountered this problem. The included scissors gnashed the PICC line making it impossible to get a clean cut. Both times this has happened the rn has resorted to using the blade from the kit to cut the line. Manufacturer response for double lumen PICC kit, bard:manufacturer will be notified by means of this medwatch. Unfortunately device was discarded in both incidents. We have educated our staff on retaining malfunctioned items for evaluation purposes.